Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, torque and removal difficulties occurred. A 6f runway jr4 guide catheter was advanced over an unspecified guide wire. When the guide catheter was advanced into the sinus of valsalva, the guide catheter would not torque. It was noticed that, just proximal to where the guide catheter came out of the unspecified sheath, the guide catheter was "kinked and had formed a knot". Multiple attempts to unkink the guide and undo the knot were unsuccessful. The procedure was stopped. The patient had been given 4000 units of heparin. The patient was given 20mg of protamine sulfate to reverse anticoagulation. The decision was made to postpone further removal attempts until the patient's act was less than 150. The sheath and guide catheter were sewn into place. Approximately 14 hours later, the sheath and catheter were removed. Pressure was held for 40 minutes and a "fem stock" was in place for 6 hours. A small hematoma and bruising was noted at the site. Three days later, a pci procedure was performed to treat the target lesions. A 3.0x18mm non-bsc drug eluting stent (des) was deployed in the mid rca. A 3.5x15mm non bsc des was implanted in the proximal rca and, a 2.5x18mm non-bsc des was implanted to treat the lesion in the circumflex artery. Final angiography revealed an "excellent" result associated with all three stents. It was noted that "even through a very small av groove branch in a small sub-branch of the marginal were jailed, they both had excellent flow and no stenosis". The patient was noted to be in hemodynamically stable condition at the end of the procedure and was discharged.

Manufacturer narrative:
The device has not been received for analysis; upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.